Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an intravia container was damaged. Prior to use, the bag was observed torn between the ports. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The sample was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. During visual inspection it was observed that the bag was torn between the ports. The reported condition was verified. The cause was not determined. Should additional relevant information become available, a supplemental report will be submitted.